Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(6) contacted on behalf of their child to report that their contour next link 2.4 meter had only english and spanish languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The investigation could not be performed as the meter display was broken. Based on the customer's allegation, it was determined that the issue occurred due to the software problem.